Event description:
New information received indicated that the recommended programming changes were made. The patient is well with no issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received, non-sustained post-paced t-wave oversensing, notification via merlin.net. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. Programming changes were recommended.